Event description:
A malfunction was reported on the pump by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on blood glucose levels. Technical support arranged to send a replacement pump with updated software, and instructions were provided for returning the problematic pump. The customer acknowledged the information and chose to use multiple daily injections as a backup therapy to ensure continued insulin delivery.